Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during laparoscopic hepectomy procedure, the curved loading unit was able to load but did not fire, changed the reload and it fired. While the articulating loading unit was not able to load onto the handle at all, changed the reload and was able to load and fire. There was no patient injury.